Event description:
Surgeon was set to use argon beam coagulator probe for ablation on the chest wall. Before the probe was used on the patient, the argon beam tip caught fire in the surgical field and was extinguished. Probe was removed from field and replaced with new argon beam tip. The second tip also caught fire, again away from patient, and was extinguished. Both tips had the same lot number. The argon beam coagulator machine was removed the surgical field and replaced. A third argon tip with a different lot number was used successfully. The setting on the machine was same for each of the three tips used. Event did not reach the patient.